Manufacturer narrative:
The insulin pump was received with unresponsive act button and up arrow buttons due to corroded keypad traces. No moisture damage on electronics noted. The insulin pump was monitored and no audio beep anomaly noted. Unable to verify weak signal alarm, blood glucose meter now alarm anomaly and lost sensor alarm due to unresponsive buttons. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there is a keypad anomaly. The blood glucose reading is unknown.